Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon complained of view through ora and decrease in light of microscope. Anterior vitrectomy was preformed early in phaco-stage of surgery.

Manufacturer narrative:
A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. The root cause cannot be determined conclusively. (B)(4).